Event description:
It was reported via legal documentation that approximately 117 months after a right total hip replacement procedure, the patient underwent a revision procedure to address acetabular loosening, pain, swelling, stiffness, limited range of motion, limited mobility, and periacetabular osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-01578 report number d10: 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups, 142-36-00 - cocr fem head 36mm +0 offset 12/14, 164-11-12 - novation element ro s/o sz 12, 120-65-30 - bone screw 6.5mm dia x 30mm long. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01578. The most likely underlying cause for the revision reported is prosthesis wear, loss of range of motion, and acetabular loosening. And a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."